Event description:
A peritoneal dialysis (pd) pt reported that he was on medication for peritonitis. During follow up, the pt's pd nurse reported the pt was diagnosed on (B)(6) 2015 with touch contamination peritonitis. He had abdominal pain and peritonitis symptoms present. His effluent was cultured and grew staphylococcus aureus. He was treated with gentamicin and vancomycin initially and then shifted to vancomycin only. He completed antibiotics on (B)(6) 2015. He was not hospitalized at any stage. They conducted retraining on proper sterile technique. Medical records have been made available.

Manufacturer narrative:
A follow up MDR will be filed following review by post market clinical department and manufacturing plant.